Manufacturer narrative:
Conclusion not yet available-evaluation in progress.

Event description:
Registration form for patient received indicated that entire ventricular lead was explanted. It was discovered the lead was explanted because it was dislodged.

Manufacturer narrative:
A review of device history record (DHR) was conducted and there were no manufacturing rejects or anomalies of this type recorded in the DHR. The device passed all in-process and qa final inspection steps before shipping to the customer. A complaint review of the reported lot found no additional reports involving this lot number. The lead was actively implanted for approximately 2 years, 9 months prior to being explanted. The lead was not returned for analysis and as a result the allegations (dislodgement) against this lead cannot be confirmed and a root cause of the failure could not be determined. Final qa inspection of permanent pacing leads include an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100 percent inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring, "d" dimension on is-1 connector is measured, and tubing inspection is done. Following a general inspection the following is done: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, using py2 fixture screw tool, tighten screw completely. Unscrew 1/2 turn. Position fixture on connector pin so that the first o-ring is covered. Support the lead and tighten the screw with tool 1/2 turn until you feel it tight (do not overtighten). Insert 0.40mm stiff stylet into lead. Extend and retract the helix. With helix retracted check french size of tip with calipers. Per the elafix p2 instructions for use (IFU) the user is informed of possible adverse effects, fracture periodic or continued loss of sensing and/or pacing. Precautions are indicated; clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. Product awareness is addressed; the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all due care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available.